Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: event site address: not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had occurred alarm no cable external. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse isolated the problem to the front-end pcb. No repair was done due to the customer has yet to approve of the repair po. Once the repair has been confirmed, the complaint will be reopened and updated accordingly.

Event description:
N/a.